Event description:
It was reported that the lead had intermittent capture during the positioning of the lead at the attempted implant. The lead had possible tip issue. The lead was replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found.